Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No missing end cap sticker was noted. The following physical damage was also found: cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, cracked belt clip slot, cracked battery tube threads, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the dome label sticker of the customer's insulin pump case detached. The customer's blood glucose at the time of incident is unknown. Troubleshooting occurred and no significant events or apparent damage was noted on the insulin pump. The insulin pump was returned for analysis.